Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter continued to display the settings while trying to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a week prior to contacting lfs. The patient does not take medication to manage her diabetes; however, confirmed she continued to follow her usual diabetes management routine. About 3 days after the alleged issue begun, the patient claims she felt shaky and disoriented. The patient treated self with food and/ or drank a beverage. The patient denied testing on another device. At the time of troubleshooting, the cca educated the customer on the correct testing procedure and was able to walk the patient through a retest to resolve the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (03/29/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a contaminated battery contact at bat2. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.